Event description:
On (B)(6) /2009, the pt underwent endovascular repair of the rupture of thoracic aortic aneurysm using two gore tag thoracic endoprosthesis. On (B)(6) 2009, the pt developed hyposthenia of lower body and mild degree of a bladder problem. The physician diagnosed it as an incomplete paralysis. There was no additional treatment. On (B)(6) 2012, the pt came to hospital for a follow-up CT. And she was at the same symptomatic status. The physician stated that the pt was hospitalized for the ruptured aneurysm at the end of (B)(6) 2008. She was in the ICU until she had the tag procedure. The physician stated that the pt might have already presented with incomplete paralysis before she underwent the procedure; however, it was not identified.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.